Event description:
It was reported lvps that failed rate accuracy test/calibration. There was no patient involvement as this was found during preventative maintenance.

Manufacturer narrative:
Sample inspection: s/n (B)(6): an external and internal inspection of the customer¿s incident pump identified the male inter-unit -interconnect (iui) with white dried residue on the upper cavity area. The bezel date code was noted dec 2019. All inspected components were observed as bd manufactured parts. S/n (B)(6): an external and internal inspection of the customer¿s incident pump identified the male inter-unit -interconnect (iui) with signs of unidentified film contaminants on the connector contact pins. The bezel date code was noted nov 2019. All inspected components were observed as bd manufactured parts. S/n (B)(6): an external and internal inspection of the customer¿s incident pump identified the male inter-unit -interconnect (iui) with signs of unidentified film contaminants on the connector contact pins and rib damage. The pivot latch screw showed overextending slightly from the front case. The male and female iui rear case cavities showed signs of dried fluid ingress. The bezel date code was noted dec 2019. All inspected components were observed as bd manufactured parts. S/n (B)(6): an external and internal inspection of the customer¿s incident pump identified the female inter-unit -interconnect (iui) rear case cavity with dried fluid ingress. The bezel date code was noted nov 2019. All inspected components were observed as bd manufactured parts. S/n (B)(6): an external and internal inspection of the customer¿s incident pump was observed in overall good condition. The bezel date code was noted jan 2020. All inspected components were observed as bd manufactured parts. There were no other obvious issues or anomalies were identified during the inspection of the returned devices. Log analysis results: n/a ¿ the issue was reported exhibited during preventive maintenance. Test results: results from an initial timed rate accuracy test using the timed rate accuracy test method demonstrated only pump module s/n (B)(6) passing. Subsequent testing showed 3 out of the 4 returned pump modules passing after performing calibration was performed. Pump module s/n (B)(6) failed to pass rate accuracy and would not calibrate though asm. After replacing the bezel assembly with a dchu known good bezel assembly, the device passed the rate calibration. The received bezel assembly was reinstalled and the rate calibration was performed which failed with original parts. Further assessment of the failed pump module bezel assembly was sent to operations (ops) engineering (to be referenced in dir 10000387917). Test methods: testing was performed per the timed rate accuracy test method (B)(4), dir# (B)(4). Device history review: s/n (B)(6): a review of the device history record showed the device had a manufacture date of 03/15/2016. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Root cause: the root cause of the customer¿s experience with pump modules (B)(6) failing rate accuracy and calibration was not determined. After rate accuracy calibration the devices were successfully calibrated. The proximate cause of the pump module s/n 14547509 failing rate calibration was determined to be a result of an issue with the bezel assembly. This issue was escalated to operations engineering for further assessment and the root cause was determined to be a change in gap size between the primary pumping finger and the platen over time. The customer¿s reported complaint of 5 returned pump modules failing rate accuracy and calibration was only confirmed on pump module s/n (B)(6) during testing. Pump modules s/n (B)(6) initially failed to pass rate accuracy; however, once calibrated all three pumps passed rate accuracy indicating to be in specification. Alaris system maintenance testing of pump module s/n 14547509 observed the device failing for rate calibration and could not be calibrated. After replacing the bezel assembly with a new bezel assembly (from repair center), the pump module passed the rate calibration task. Further assessment of the failed bezel assembly was performed by operations engineering. Root cause has been determined to be a change in gap size between the primary pumping finger and the platen over time. The gap size between the primary pumping finger and the platen seems to increase over time due to flexure of the pump module mechanism frame. This flexure is due to the screw holding the rear case of the device in place. This screw is attached directly to the mech frame and puts a constant pulling force on it, which over time causes the fatigue and flexure exhibited in this investigation. Over time, the mechanism frame will flex/fatigue, increasing the gap size between the primary pumping finger and the platen of the device. This larger gap causes a reduction in the volume per mechanical revolution (vpmr). The reduction in vpmr was enough to place the device¿s vpmr value outside of the acceptable range. The issue was discovered during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported lvps that failed rate accuracy test/calibration. There was no patient involvement as this was found during preventative maintenance.